Manufacturer narrative:
(B) (4).

Event description:
Procedure type: unk. According to the reporter: after port was inserted, when inner cylinder was taken out, air leakage occurred. There was a tear in the sealing part. Used another device. No add'l bleeding. Nothing fell into the pt cavity. No tissue damaged. Operative time not extended more than 30 minutes. No pt info available.